Manufacturer narrative:
(B)(4). The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion of fentanyl stating that a 100 ml bag which should have lasted 5 hours was found empty after approximately an hour and a half. The previous bag had infused over 5 hours as expected. At 2129, the nurse hung a new 100 ml bag (concentration 10 mcg/ml) using the same tubing, verified the existing rate of 20 ml/hr, and changed the vtbi to 90 ml; no other programming changes were made. She checked the patient at around 2255 and found the drip chamber and entire bag were empty. The device had not alarmed. There was no clinical effect on the patient, who had previously been intubated and placed on the ventilator due to his admitting diagnosis. Although requested, no further patient or event information was provided.